Manufacturer narrative:
(B)(4). Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a review of the device?s event logs revealed no failure, malfunction or increased intra-peritoneal volume (iipv) events that could have caused or contributed to the reported event. A device history review was performed with no exceptions found that would cause or contribute to the reported condition. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. The device was evaluated and no failures or malfunctions were identified that could have caused or contributed to the patient?s death. The device passed all of the electrical and functional testing and met all of the performance specification requirements. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
The patient's daughter reported that the patient had passed away. The cause of death was unknown. The patient was on peritoneal dialysis (pd) therapy until the time of death. Per the patient's daughter, the patient had done an exchange, and blood had come out into the drain bag. The patient was on heparin in the hospital. The patient's doctor had put a drain in the patient's back to drain fluid from the lungs. No additional information was available at the time of this report.